Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs department: 4 years after primary cemented tka the screw that gives additional safety fixation of the tibial insert to the baseplate is visibly loose at a radiological examination. A possible cause of self-unscrewing is insufficient tightening torque during primary surgery, but other factors may also play a role. Arthroscopic removal of the screw is highly recommended. The fixation of the insert on the baseplate is tested for safety even in absence of the additional screw, so no adverse event should be expected from its removal.

Manufacturer narrative:
Batch review performed on 01 december 2020: lot 157029: (B)(4) items manufactured and released on 10-mar-2016. Expiration date: 2021-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
During the standard follow-up check, the surgeon saw the tibial insert fixation screw highly unscrewed and lose on the performed x-ray pictures 4 years and 1 month after primary. No torque-limiter screwdriver was available during the primary surgery. A revision will probability be performed but we have not details at the moment.